Event description:
Reportedly, upon interrogation, high ventricular lead impedance (above 3000 ohms) and intermittent capture at 2.5v were observed. The ventricular pacing output was reprogrammed to 7.5v. The ventricular pacing threshold was measured as 0.5v with a pulse duration of 0.35ms. The pacemaker and the ventricular lead were replaced. During the re-intervention, correct connection was observed between the header and the ventricular lead.

Event description:
Reportedly, upon interrogation, high ventricular lead impedance (above 3000 ohms) and intermittent capture at 2.5v were observed. The ventricular pacing output was reprogrammed to 7.5v. The ventricular pacing threshold was measured as 0.5v with a pulse duration of 0.35ms. The pacemaker and the ventricular lead were replaced. During the re-intervention, correct connection was observed between the header and the ventricular lead.